Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element mr ous 2.75 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent damage. Stent struts on rows 1-10 from the distal side of the stent are stretched and pulled over the distal markerband. The undamaged section of the crimped stent od (outer diameter) was measured and the result is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube found a kink 199mm distal to the strain relief. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 12-feb-2017. It was reported that crossing difficulties were encountered. A 2.75x24mm promus element ¿ drug-eluting stent was advanced but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.